Event description:
I had the essure products in (B)(6) 2010. The left side went in fine. The right side hurt when it was inserted. Eight days later, I awoke with right upper quadrant pain. After an endoscopy and negative scans, a month later - (B)(6) 2010, I had my right fallopian tube removed laparoscopically because it was inflamed. My sed rate had gotten up to 60, I was in pain. I returned to work for two weeks and then the pain came back in (B)(6) of 2010. For the past 3 and 1/2 years. I have had scans, trigger point injections, and have lost 35 pounds. I went from 145 pounds to 110 pounds. It hurts to eat. I can no longer work as a teacher. Being on my feet for a long time hurts. I can't do things with my daughters like I used to. I have tried neurontin, lyrica, nortriptyline. I have had my gallbladder removed and I had a hysterectomy in (B)(6) of 2013, which has not helped. I have worked with the (B)(6). I have not responded to any drugs which baffles doctors. Some doctors question whether the trigger is still there. I am currently using a 50 mcg patch of fentanyl every 48 hrs. To take the edge of the pain, I 1st presented with pain in upper right quadrant after the procedure, which baffled doctors. I had a pelvic procedure. I did have adhesions when they removed the inflamed right fallopian tube. My life changed in (B)(6) 2010. I was a perfectly healthy women who was one of those lucky people who never though about their body. I have now entered the world of chronic pain. I have read a lot about chronic pain and understand that in some people the nerves enter a state of hyperexcitability after a trauma. It looks like the coil was injected into the side of the fallopian tube instead of the lumen. I have pictures of the inflamed right fallopian tube. Every physical therapist that I works with cannot understand how my body has become so tight. They can feel the tightness all along the right side of my body.